Manufacturer narrative:
(B)(6). This report is for an unknown pädi hip plate 3,5 mm system, 120°, 4-hole/unknown lot. Unknown if device has been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the patient came to the hospital after detected difference/deteriorating in walking. Within medical examination a breakage of the screw was detected. The screw was part of the padi hip plate 3,5 mm system, 120, 4-hole. The reason for the breakage is unknown. This report is for an unknown padi hip plate 3,5 mm system, 120, 4-hole. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: 02.108.313 lot. 9083635, manufacturing site: (B)(4), manufacturing date: 06. Aug. 2014. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 02 august 2016 - following information received 28 july 2016 via e-mail: information about used set. Picture of used implants. Part number of used screws. Second letter of lawyer (sent for translation).

Manufacturer narrative:
The exact date of symptom onset is unknown; however, it was reported to the physician in early august, 2015. (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 4 for (B)(4).

Manufacturer narrative:
The complained parts were not returned to the manufacturer; however an external material analytic company report was received which was reviewed and summarized by the manufacture. Information from manufacturer review: the complaint is confirmed as post-operative breakage is visible on the received pictures: screw (part 213.050, lot 9093559, quantity 2) and screw (part 213.040, lot 9011497, quantity 1). There was no reported product problem relating to the plate (part 02.108.313, lot¿ 9083635, quantity 1) or concomitant devices. The manufacturing documents of the above mentioned parts were reviewed and no complaint related issues were found. Based on the provided information and without material is no further evaluation possible. Summary of external analysis: the material of the screws was analyzed and found to correspond to stainless steel (1.1441). No product fault could be detected. It was concluded that likely an overloading situation occurred resulting in the breakage of the three (3) screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: locking screw (part 213.026, lot 9051249, quantity 1); locking screw (part 213.050, lot l072245, quantity 1).

Manufacturer narrative:
Unknown, it was reported that the pain and difficulty walking started on (B)(6) 2015. It is unknown when the plate migrated and the screws broke. Additional product code: hwc. (B)(4). Phone number: (B)(6). (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was born with leg deformities, specifically a bilateral femoral external rotation deformity, left-sided hip dysplasia and a pronounced right-sided vertical talus and left-sided oblique talus with an adducted forefoot. As part of the numerous therapeutic procedures, these deformities were surgically corrected in both legs / hips on (B)(6) 2015. During this surgery a synthes metal plate was fixed to the thigh with screws during this operation in order to stabilize the corrected deformities. A few months later, on (B)(6) 2015, the patient suffered pains and found walking and running to be much more difficult. Radiological investigation revealed that the metal plate was no longer completely attached. The patient then had to undergo recent revision surgery on (B)(6) 2015. Subsequent investigation of the plates and screws by the hospital has revealed that three screws had fractured.